Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported by the rep. The silicon ring of the flap bulb dropped. (Could retrieve from the pt.) The case was finished using a new device. There was no consequence to the pt.